Event description:
It was reported that the programmer was unable to get any green telemetry lights and was not able to interrogate devices, but that sometimes one green light would flash intermittently. It was determined that the issue was with the radio frequency (rf) head and when the head was replaced the issue was corrected. The rf head was disposed of, and a serial number (sn) was not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.